Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage. The customer received a short battery life and received a replace battery alert. The customer stated that the location of the damage was at the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, and a replacement battery cap will be sent. Troubleshooting was partially performed for the short battery lifetime. Troubleshooting was performed, and accessories-1527 was sent as a replacement for a battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, and selftest, unit received with high sleep current measurement, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unexpected low battery alerts on 07/17/2025 07:51:00, 07/12/2025 13:20:00, and 07/08/2025 06:55:00 were found in the history. Battery cycle 5.0 received the lowbatteryalert (104) on 07/17/2025 07:51:00 faster than expected at 4.37 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/12/2025 13:20:00 faster than expected at 3.91 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/08/2025 06:55:00 faster than expected at 5.57 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/02/2025 07:44:00 after more than 7 days at 16.57 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted during visual inspection on all the electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube threads, cracked case at belt clip rail corner, partially broken off belt clip rail, detached battery cap contact, stained serial number label, and scratched case. Unexpected battery power loss was confirmed during analysis, customer experienced an unexpected power loss of less than 7 days due to moisture damage on the electronics. The unit had high sleep current measurement due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.